Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and solyx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to mesh exposure. It was reported that the patient underwent injections to mesh arms on (B)(6) 2011 due to mesh extrusion. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to mesh erosion. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to mesh exposure and dyspareunia. It was reported that the patient underwent removal of mesh on (B)(6) 2012 due to mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.